Manufacturer narrative:
(B)(4).

Event description:
It was reported that when attempting to implant the lead the stylet could not be inserted. The lead was not implanted. The patient condition was stable and was doing well before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.